Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. In 2011, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), pain in extremity ("pain and loss of strength in my arms"), amnesia ("memory loss") and muscular weakness ("pain and loss of strength in my arms"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, heavy menstrual bleeding, pain in extremity or muscular weakness. The reporter commented: despite the operation, at the age of 51 I felt like I was 80 years old. The most recent follow-up information incorporated above includes data received on: 02-jul-2024: patient initials updated. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. In 2011, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), pain in extremity ("pain and loss of strength in my arms"), amnesia ("memory loss") and muscular weakness ("pain and loss of strength in my arms"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to amnesia, heavy menstrual bleeding, pain in extremity or muscular weakness. The reporter commented: despite the operation, at the age of 51 I felt like I was 80 years old. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: upon receipt of follow up it was identified that argus cases (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references , events are transferred to retention case. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. In 2011, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), pain in extremity ("pain and loss of strength in my arms"), amnesia ("memory loss") and muscular weakness ("pain and loss of strength in my arms"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to amnesia, heavy menstrual bleeding, pain in extremity or muscular weakness. The reporter commented: despite the operation, at the age of 51 I felt like I was 80 years old. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. In 2011, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), pain in extremity ("pain and loss of strength in my arms"), amnesia ("memory loss") and muscular weakness ("pain and loss of strength in my arms"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, heavy menstrual bleeding, pain in extremity or muscular weakness. The reporter commented: despite the operation, at the age of 51 I felt like I was 80 years old. The most recent follow-up information incorporated above includes data received on: 01-jul-2024: initial via e2b imported as follow-up by crt. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.